Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#:(B)(4). The following sections were updated/corrected updated: date of report, description of event or problem, device identification, date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative. The event was confirmed with medical records received. Medical notes were reviewed and identified the patient developed left calf dvt. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00620106400 lot number: 62538683 brand name: locking ring, catalog number:00877703603 lot number:2907478 brand name: biolox head, catalog number:00771101520 lot number: 62089314 brand name: m/l taper stem, catalog number: 00620006422 lot number:62132364 brand name: trilogy cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02540. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient developed left calf deep vein thrombosis approximately 10 days post revision surgery. Attempts have been made and additional information on the reported event is unavailable.